Event description:
Patient transferred to micu from floor s/p cardiac arrest - rescucitation. Receiving nurse found bag of respiratory therapy sterile water - normally used to humidify ventilators - infusing via pt's central line. Approximately 250 ml was gone from bag. Bag had been hung during code situation. Port on bag compatible with IV administration system.